Manufacturer narrative:
Findings: partially broken reservoir tube lip noted. A test reservoir locked properly into the units reservoir tube. Unit passed displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Unit had cracked reservoir tube, battery tube threads cracked and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she had high blood glucose but not hospitalized. Customer blood glucose was 300 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer also reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was unknown mg/dl. The customer stated that there is a missing piece on the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.